Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon fired the instrument, but there was no staple line in the tissue. Most of the staples were in the instrument and some in u-form in the tissue. The anastomosis was made by hand. They used suture to complete the anastomosis. There was additional bleeding over 250cc, additional resection and the operative was extended over 30 minutes.